Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec also observed that the device delivered higher peep (positive end expiratory pressure) than set. Ventec opened the device in order to perform a visual examination and observed that the third party service provider had reassembled the device incorrectly during their service activities. Ventec observed that multiple components were not properly routed which prevented them from properly seating/connecting, or they were being manipulated in a way that prevented airflow/increased pressure. Ventec further determined that the cause of reported issues was that the external flow module (efm) cable was unplugged from the efm side receptacle. Ventec then properly seated the efm cable to resolve the reported issues. Ventec further inspected and properly reassembled the device. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was operator error due to the third party service provider failing to repair/reassemble the device per manufacture specifications.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.